Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. The reported patient effects of dyspnea and worsening mr, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for the partial clip movement on the leaflet could not be determined. The reported worsening mr appears to be a result of the partial movement of the clip on the leaflet, while the dyspnea was likely a symptom of the worsened mr. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the clip movement and increased mitral regurgitation (mr). It was reported that the initial mitraclip procedure was performed on (B)(6)2017, to treat functional mitral regurgitation (mr) with a grade of 3. One clip was implanted, reducing the mr to 1. While still in the hospital, the patient experienced dyspnea. On (B)(6)2017, a routine echocardiogram was performed which found that the clip had partially detached from the medial portion of the posterior leaflet and remained secure on the lateral portion of the posterior leaflet and anterior leaflet. Additionally, the clip appeared to be in a wedged position. The mr had increased to 3. No further procedure has been planned and the patient will be treated with medical therapy. The patient remains stable. No additional information was provided.